Event description:
It was reported that a 50-year-old asian female patient underwent revision breast augmentation with 550cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade IV on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. On (B)(6) 2023, mentor became aware that the date of surgery will be (B)(6) 2023. On (B)(6) 2023, mentor became aware that left side rupture was found during bilateral explantation and replacement surgery with catalog number 3505504bc; serial number (B)(6) on the left side, and with catalog number 3505504bc; serial number (B)(6) on the right side on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 9, 2023, the mentor failure analysis lab received the device for evaluation. On june 13, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted on the anterior view extending to the posterior view within the crease/fold measuring approximately 9..8 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).